Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she cannot get the meter to connect to the insulin pump. Customer fixed the issue and the blood glucose that was sent to the pump was 89 mg/dl. Customer stated that she was in the hospital on tuesday night and her husband found that she had fallen out of bed. Customer stated that the meter was not sending the blood glucose to the pump and she had to manually put them in and at the time she felt like she over-infused the pump by telling it her blood glucose was 452 mg/dl. The pump gave her 5-7 units and a half hour later, she tested and her blood glucose was still over 400 mg/dl. Customer gave herself a shot and then she was rushed to the hospital. Customer was hospitalized on (B)(6) 2016. Customer's blood glucose was 45 mg/dl at the time. Customer stated that she felt that she gave herself too much insulin. Customer was given an IV with glucose in it and stated that she is now better.